Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the advance 35 lp low profile balloon catheter ruptured during procedure. No patient adverse effect has been reported. Although requested, it was reported no additional information is available regarding the details of this event. Additionally, the complaint device will not be returned to the manufacturer for investigation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufactures instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows one nonconforming event which could contribute to this failure mode. However, that device was scrapped and not replaced. It should be noted there were no other reported complaints for this lot number. With the information provided, no product returned, the results of our investigation, and the root cause of balloon ruptures for similar complaints (which were determined to be from insufficient maintenance and control procedures), the cause for this malfunction can be traced to manufacturing and quality control as there is no additional information that would suggest another conclusion. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.